Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported during an atrial fibrillation ablation procedure, while collecting geometry with the cool path duo catheter, the catheter became stuck in the left atrium in a pulmonary vein. The physician was unable to withdraw the catheter and the pt complained of pain whenever the physician attempted to remove the device. Under fluoroscopy, it seemed as if there was a little hole on the distal electrode. After several unsuccessful attempts to remove the catheter, it was cut by the physician in order to extract it. After extracting the catheter, it did not appear that there was damage to the distal part that would cause the catheter to get hooked on the pulmonary vein. However, a bend in the shaft was noticed. The procedure was cancelled but there were no consequences to the pt.